Event description:
I received a laser hair removal treatment at (B)(6) of (B)(6) on (B)(6) 2010. The technician applied double laser pulses on my labia resulting in first and second degree burns with severe swelling and pain. There was a distinct smell of burned hair and flesh, at which the technician remarked "smell that? That means it's working." This was my third treatment and there was no issue with the first two treatments when a double pulse was not used. "Chromo" testing was done prior to setting the equipment and performing the treatment to check the melanin content of my skin. Dates of use: (B)(6) 2010. Diagnosis or reason for use: hair removal - under arms and bikini. Event abated after use stopped or dose reduced?: yes.